Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's middle button, back and up arrow buttons did not responding also received stuck button alarm. Troubleshooting was done for stuck button alarm. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.